Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted that the instrument had disrupted timing and there was a tack protruding from the shaft. During pmv functional testing it was noted that the handle was jammed. The shaft was removed from the instrument and the handle was actuated again. The handle cycled properly after the shaft was removed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition of tack not loading properly is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a laparoscopic hernia repair procedure, the tacks were not penetrating the tissue and mesh unless additional force was used. In order to resolve the issue and complete the case, they opened a new device. The patient status is alive, no injury.